Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2007, patient presented with following pre-op diagnoses: painful degenerative disk disease, low back pain, referred leg pain. For which, patient underwent following procedures: partial l5 vertebral corpectomy and decompression of the cauda equina exiting nerve roots. Anterior lumbar interbody fusion. Insertion of structural allograft. Anterior fixation 6.5 mm titanium screw. Implants used: allograft, 6.5 mm titanium screw. Rhbmp-2 sponges. Per op notes, anterior lumbar interbody fusion at l4-l5 was carried out by decorticating the end plates, an rhbmp-2 sponge was laid in the back of the disk space and an allograft was impacted into the interspace. Patient tolerated the procedure well without any intraoperative complications. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.